Event description:
It was reported that the patient presented in the clinic due to pocket erosion. The implantable cardiac monitor was explanted and replaced to resolve the issue. The patient was discharged.